Event description:
It was reported that the lead was repositioned four days after the implantation due to low sensing amplitudes and because the pacing threshold could not be measured. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided trend data, acquired between december 13, 2022 and january 12, 2023 recorded varying sensing values between 2 mv and 7.5 mv in december 2022 with a subsequent decreased values between 2 mv and 4 mv. The test performed during follow up on january 12, 2023 showed a sensing value of 2.2 mv. Furthermore the pacing threshold trend demonstrated an initial value of 2 v and was subsequently not displayed in the trend curve. During the test performed during follow up on january 12, 2023 the pacing threshold was not determinable. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.